Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was hot to the touch while plugged in and charging. In addition, the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported impact to customer's blood glucose level. Replacement cable was sent to customer.